Event description:
It was reported that customer experienced alarm 2 related to an occlusion event that occurred earlier in the day before contacting support. There was no adverse impact to the customer¿s blood glucose level. Customer took no specific corrective action other than resuming insulin, reported no frequent or recurring occlusion issues, and case was closed by technical support with no additional assistance needed.